Event description:
Additional information received reported that the patient¿s fever during the infection had been ¿107.¿ it was noted that ¿they tried to clean it and save the implant.¿ it was stated that the patient was in the hospital for about 3 weeks, and was in ¿rehab¿ for a week after that. It was noted that the patient was on IV antibiotics at home for 3 months after having been at ¿rehab.¿

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s first device was removed because one week after implant, the patient got an infection. Additional information received reported that the infection was diagnosed on (B)(6) 2012. It was noted that perioperative antibiotics were administered. It was noted that the patient had symptoms of fever, redness, swelling and drainage. It was noted that the primary location of the infection was at the lead track. It was noted that a culture was obtained but the results were unknown. It was noted that IV antibiotics were administered and the entire device system was explanted. It was noted that the infection resolved. Additional information received reported that the patient did not have concerns with the device or therapy.

Event description:
Additional information received reported that an exam and lab work had been done to provide insight to the issue. It was noted that the cause of the event was not determined, but it was not device related. It was stated that the patient had recovered without permanent impairment.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the first mention of infection in the patient charges was in 2010. The reporter stated there was no indication where the infection came from. It was noted the patient's first implantable neurostimulator (ins) was implanted in (B)(6) 2011. It was further noted the patient developed an infection. The reporter stated the leads were removed first and then a second procedure was done to remove the ins. The reporter further stated the patient had quite a few surgeries. It was noted the patient had two procedures for incision and drainage of the infection with wound irrigation with antibiotic solution. It was further noted the patient was on IV antibiotics for six weeks. The reporter stated the patient was last seen in (B)(6) 2012 and by then everything had healed without further issue. The reporter further stated that culture taken at the time of explant showed (B)(6) as the organism.